Event description:
A (B)(6) patient contacted zoll customer support to report constant check therapy electrode pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te/belt messages) was confirmed. As received, the belt failed incoming functional testing. Upon evaluation, there was no visible damage to the cable, but there was a kink in the pulse wire in the cable connecting ECG electrodes a and b. The cause of the check te pad messages is the kinked pulse wire. The root cause of the kinked wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the kinked wire. The patient was issued a replacement electrode belt.